Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported crosslead tracker guide wire was returned for investigation. The returned crosslead tracker guide wire was found with a tip fragment of the concomitantly used wingman catheter left on the wire shaft at approximately 213mm from the wire tip. The polymer jacket of the crosslead tracker was gathered into the catheter tip fragment. A trace of ductile fracture of the polymer jacket likely caused by tension was observed at approximately 165mm from the wire tip, where the core wire of the crosslead tracker guide wire was exposed. The polymer jacket of the guide wire was turned over and distally piled up at approximately 135-150mm from the wire tip. The polymer jacket was found partially torn with scratch marks and distally gathered. The guide wire was found curved for approximately 20mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the concomitantly used wingman catheter might have been pushed distally after the distal segment of the subject crosslead tracker had been curved due to anatomical and lesion conditions. Consequently, the metal tip of the wingman catheter came in hard contact with the polymer jacket of the crosslead tracker, peeling the polymer jacket and increasing resistance between the guide wire and the catheter lumen. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some polymer jacket fragment left in situ could not be completely ruled out. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse events] 1. Malfunctions ~ coming off of coating.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a chronic total occlusion (cto) in the superficial femoral artery (sfa). While an asahi crosslead tracker guide wire was being manipulated with a wingman catheter (century medical), resistance was felt. When the guide wire and the catheter were removed ex situ, a part of the polymer jacket of the guide wire was found turned up and polymer coating was delaminated. A new crosslead tracker guide wire was used and the procedure was completed. It was informed that there were no adverse patient effects caused by the reported event.